Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported and angina, ischemia and re-stenosis is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a xience v stenting procedure in the distal circumflex with one 2.5 x 12 stent and direct stenting in the proximal left anterior descending artery with one 2.75 x 8 stent. On (B)(6) 2011, the patient started experiencing recurrent dyspnea and mild chest discomfort. On (B)(6) 2011, the patient was found to have a positive functional stress test demonstrating myocardial ischemia. On (B)(6) 2011, the patient was hospitalized and underwent a percutaneous coronary revascularization with one 2.5 x 8 xience v stent in the proximal circumflex for restenosis. The patient's condition resolved on (B)(6) 2011 and the patient was discharged one day after the procedure. There was no reported adverse patient sequela. There was no additional information provided.